Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections a2, b7, g6, h2, h6: clinical code, device code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, an imaging evaluation was unable to be performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on medical record. A review of the device history record, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl, as reported in this case, is not well understood but may be related to cardiac remodeling. As reported, "approximately 2 years and 1 month post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the valve was explanted due to pvl and replaced with a surgical valve". In additional, it was noted that the patient had a bicuspid native valve. In this case, the valve was deployed within a non-circular native bicuspid valve, which could have difficulty to fully seal against to the target site (native annulus). In addition, patient had a history of a pacemaker, which could result in cardiac remodeling over time. The combination of these factors could result in paravalvular leak over time. As such, available information suggests that patient factor (bicuspid native valve, cardiac remodeling) may have contributed to the reported complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. No device or labeling problem was identified during the evaluation. Therefore, no corrective and preventive action nor product risk assessment escalation is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to review of medical records. The following sections were updated with additional information received: type of investigation, h2, and h10. The following sections were corrected: sections b5 (previous description was replaced after adding the reason for explant), h6 clinical code (previous code was replaced), device code (previous code was replaced). The investigation is ongoing.

Event description:
As reported by patient registry, approximately 2 years and 1 month post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the valve was explanted due to a paravalvular leak and replaced with a surgical valve. Per review of medical records, approximately 2 years post tavr with a 29mm s3 valve in the native aortic annulus the patient presented with persistent shortness of breath and fatigue. The s3 was reported to have moderate paravalvular leak (pvl) from the left posterolateral region of the stent (native left-posterior commissure) located at site of left inferior pseudoaneurysm measuring 11 x 10 mm and history of a mid-ascending aorta aneurysm measuring up to 49mm. The patient is not a good candidate for a transcatheter pvl plug due to the presence of the pseudoaneurysm, surgery was recommended. On post operative day (pod) 46, the patient underwent a surgical procedure for explantation of the s3 valve, aortic root replacement with a #27 konect resilia valve conduit and reconstruction of the ascending aorta aneurysm with a graft. The patient tolerated the procedure well and was discharged home in stable condition 4 days later.

Event description:
As reported by patient registry, approximately 2 years and 1 month post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the valve was explanted for unknown reasons and replaced with a surgical valve.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.